Manufacturer narrative:
Date of event: unknown. Common device name: additional product codes: mni, mnh, kwp, kwq. Implant date: unknown day, unknown month 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a t10-ilium posterior spinal fusion with synthes universal spinal system in 2010. The patient started having back pain in 2013. The patient saw the implanting surgeon in 2013, and he assessed that the patient had broken rods between l5-s1 and had a non-union at that level. Recently the patient decided to have the revision surgery. The revision surgery was performed on (B)(6), 2014. The surgeon removed the broken rods and replaced all the universal spinal system screws from the previous surgery. Then, new rods were placed and connected successfully. The procedure was completed successfully. This is report 2 of 2 for (B)(4).